Manufacturer narrative:
Investigation summary: the reported product is involved in a recall for this issue the customer provided the recall notice that they received. No further investigation is required. Per recall notification: event summary bd has confirmed an increase in reports for leakage from the injection port of the bd venflon¿ pro safety (vps) needle protected i.v. Cannula to 2.5 complaints per million devices sold when sterilized by eto. Root cause valve movement causing leakage: change in silicone valve od. Valve burst causing leakage: change in sterilization mode from e-beam to eto. Leakage at luer (end cap): luer cone mold insert wear off. Corrections and corrective actions revert back to old silicone valve (valve used prior to the sterilization change) with eto sterilization and a crack pressure specification deviation from 90kpa to 70 kpa add a ¿rib ¿to the old silicone valve to increase burst pressure + eto sterilization end cap luer cone mold insert replacement.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked medication during use. The following information was provided by the initial reporter, translated from (B)(6): "today a venflon 14g orange was discovered to be leaking, causing medication not to be delivered"